Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05356. The patient had two leads for off-label use. It was reported the patient experienced pinching at the lead site. As a result, the patient's leads were explanted and replaced (with different models). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).